Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot, donor history, and donor complaint review. All results were satisfactory. Sample was not returned to ortho for further investigation. (B)(4).

Event description:
Event 4 of 4. Customer reported false negatives with 4 separate patients in manual gel method with panel cell number# 6 of 0.8% resolve panel a lot# vra270 using mts igg gel card customer stated the four patients had previous history of anti-e. Customer ran the panels because it is part of their protocol to run a panel on patients with previous history of an antibody. All four patients reacted with panel cell #3 (homozygous for e) with 2+ reactivity. Issue started on: (B)(6) 2017; reported 3-02-2017, frequency: 4x. (B)(6). Ortho care discussed with the customer that the issue is sample related.